Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient experienced overstimulation with a warming and tingling sensation while passing through a theft detector system at a store. The patient indicated that stepping away from the theft detector stopped the symptoms. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR report #3004209178-2010-00268.